Manufacturer narrative:
Additional info: the patient was an infant.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The customer's report of leakage was confirmed. Visual inspection of the sample confirmed the customer's experience as the collar from the male luer component had a crack across its length. The root cause of the customer's report could not be determined.

Event description:
The reported feedback suggests that there was a leakage.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The reported feedback suggests that there was a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.